Event description:
Healthcare professional reported right side "rupture" and "suspicion of adjuvant disease caused by implant." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "device photograph(s) for the device related to the reported rupture were reviewed on (B)(6) 2021. Visual analysis of the photographs identified one device appears to have an opening at the back. The explanted side is unlabeled. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Change note b.5: device has subsequently been confirmed as an allergan ® device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted. Manufacturer of device is unknown.